Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional d9: device availability- additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem ¿ additional.